Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. In this case, the device was likely not deep enough in the anatomy and therefore not in the vessel but in the subcutaneous tissue; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a peripheral intervention procedure using a 6f sheath. Reportedly, the suture of the prostyle did not capture the vessel and came out with the device. An attempt was made with another prostyle device; however, a suture break occurred when advancing the knot with the knot pusher. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.